Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, blood was seen in the sleeve. The blood seemed to have enter around the connection of the y-fitting and the sleeve. The iab was removed and therapy was concluded. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) medical center. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter, within the statgard sleeve and between the catheter and the returned non-maquet sheath. No blood was observed within the catheter. The pressure tubing was also returned. No kinks or physical damage was observed on the device. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported leak cannot be confirmed by the evaluation. Although blood was present within the statgard sleeve, there were no leaks or penetration points on the catheter. Additionally, we were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter, within the statgard sleeve and between the catheter and the returned non-maquet sheath. No blood was observed within the catheter. The pressure tubing was also returned. A cut was found on the statgard sleeve near the y-fitting and measuring approximately 0.2cm in length. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported leak cannot be confirmed by the evaluation. Although blood was present within the statgard sleeve, there were no leaks or penetration points on the catheter. Additionally, we were unable to duplicate the clinical settings. On the other hand, the cut found on the statgard sleeve (likely caused by a sharp object) may have allowed blood to escape, giving the appearance of a catheter leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).